Event description:
Phlebotomist was using her thumb to activate the pink safety shield of the eclipse needle and the pink safety sheath went to the side. "Swiping" the needle and causing the needle to spring and flick blood into her eyes. Phlebotomist rec'd prophylactic treatment. Lot number unk, no product available, discarded.